Manufacturer narrative:
The technician found the hydraulic cylinder was not holding in the high position. The technician replaced the foot end hydraulic cylinder to repair the stretcher.

Event description:
Information received indicates the foot hi/low is going down by itself.